Event description:
It was reported that a malfunction alarm occurred. There was no backup insulin therapy available at the time of the event, and customer planned to contact healthcare provider for guidance. Customer¿s blood glucose level was not impacted.